Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. It was observed that the distal end sheath of the papillotome is torn, and the distal end has distortion and damage caused by severe impact and compression. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - upon advancing and retracting the device over the guidewire, excessive load was applied to the guidewire lumen. As a result, the distal end of the tube sheath was torn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the single use sphincterotome's knife split at the distal end during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.